Event description:
Physician was using the ultrashear, upon removal from the port site the unit alarmed fault. Examination of the tip of the ultrashear revealed a broken tip. The pt was examined and found to be free of any part of the shear. Examination of the drape area was conducted. The missing part of the tip was found and discarded into the biohazard waste container.